Event description:
PICC dressing change started due to dried blood under dressing and dressing lifting at insertion site. Old dressing removed and dried blood removed from catheter and insertion site with sterile alcohol and chloraprep swabs. PICC noted to be leaking distal to insertion site. Md and nnp notified and viewed. PICC pulled and piv placed.